Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient wanted to ¿adjust the data¿. However, it was not possible to ¿adjust the data¿ by the ¿controller¿ and programmer. An x-ray was taken but it was not possible to find the ¿problem¿. It was later reported that the patient underwent a second surgery to explant the lead. The patient was now ¿overall ok¿. If additional information becomes available, a follow-up report will be submitted.

Event description:
Additional information received reported that the lead was not replaced and stayed in the patient¿s body.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID neu_unknown_lead, product type - lead.